Event description:
It was reported that for the past week, the patient wasn¿t really urinating and was swollen. This had been getting worse over the past two days. The patient was told that her battery was depleting. It was noted that the patient had bladder cancer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2015-00193. The patient had two implantable neurostimulators (inss) implanted and it was unclear which device was involved in the event or if both devices were involved in the event.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va00sw8, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va00k0b, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).